Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient presented to the emergency room and was advised to be admitted; however, the patient was not hospitalized. It was reported that the patient was given unspecified medical treatment ( no further details reported). At the time of this report, the event was "ongoing" and action taken with pd therapy was not reported. The reporter declined to provide additional information.